Manufacturer narrative:
Additional device product code: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part: 412.110s, lot: 79p6767, manufacturing site: (B)(4), release to warehouse date: 09 december 2020, expiry date: 01 november 2030, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2011, the patient underwent the open reduction internal fixation surgery for the tibial plateau fracture with the locking screw and the plate. During the surgery, when the surgeon tried to insert the locking screw into the most distal locking hole of the plate, the screw head penetrated the screw hole. At the judgement of the surgeon, the screw was left in the patient's body. The surgery was completed successfully within thirty (30) minutes delay. The patient is stable, so there are no plans for revision surgery at this point. No further information is available. This report is for one (1) 3.5mm ti locking scr slf-tpng w/stardrive recess/28mm-ster. This is report 1 of 2 for complaint (B)(4).